Manufacturer narrative:
The explanted catheter was returned for analysis and no significant anomalies were identified. The previously reported evaluation codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient who was receiving morphine with a concentration and dose of 250 mcg/ml at 99.92 mcg/hr via an implantable drug delivery pump. The patient's medical history included chronic back pain and kyphoplasty. It was reported that the patient experienced an increase in pain in their back, hip, and leg since their initial implant on (B)(6) 2020. After the implant, they also experienced a spinal headache and received a blood patch on (B)(6) 2020. Since the blood patch, the patient stated that their pain had increased. The patient reported no falls or injuries. On (B)(6) 2020 a dye study was performed where the healthcare provider attempted to aspirate the catheter but only observed a few drops and bubbles. Using an x-ray, the catheter tip was confirmed to still be at the implant level (mid t10) and there were no visual kinks seen on the x-ray. Dye was injected into the catheter and no leaks were observed. The patient is scheduled for a catheter revision on (B)(6) 2020. The issue was not resolved at the time of the report. No further symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative who reported that the distal portion of the catheter was removed. The pump, along with a portion of the catheter was left in the patient. This catheter segment only reached the spinal incision. The catheter portion that was intrathecal and the catheter anchor were removed from the patient on (B)(6) 2020. There was no issue with the pump and it remains implanted. No further complications were reported

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: ( B)(6) 2020, explanted: (B)(6) 2020. Product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider via a company representative. The explant date of the catheter component was provided. The reason for catheter removal was occlusion. The patient had recovered without sequela. The catheter component was returned to the manufacturer.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the catheter issue appeared to be the angle of entry, which was very sharp and not a shallow angle. It was reported that this created a sharp, at least a 90-degree, angle just distal to the catheter anchor. Aspiration of the catheter was suspected to be impeded at this potential kink. The distal portion of the catheter was removed. It was reported that the removal of the catheter from the intrathecal space was done to potentially decrease the increased pain in the patient¿s back, hip, and leg. The patient did not have a headache at the time of the catheter revision procedure. The explanted catheter and anchor were being returned on (B)(6) 2020. It was noted that the provided information was confirmed with the physician.